Event description:
It was reported by a uf that a piece of device used to insert pedicle screw hardware was identified, and removed approximately 7 months post-op. Apparently, a small piece of this device broke off during insertion of the hardware. Legal letter has been mailed to risk management department requesting return of product for evaluation.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.